Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. One g7 u-joint mod scrdrvr 3.5mm was returned and evaluated. Upon visual inspection the hex tip shows wear from use. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when implanting screws into the cup, the screwdriver continued to slip as the tip was worn. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available